Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver shaft would not securely connect to a mating screw. This was detected prior to any clinical use so there was no patient involvement.

Manufacturer narrative:
The returned driver was evaluated. The driver was found to function as intended; it assembled tightly with a mating screw. There were no device problems found. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
This did not result in a death or serious injury, and would not likely lead to a death or serious injury if it were to recur, so corrections are being made to all fields.

Event description:
This did not result in a death or serious injury, and would not likely lead to a death or serious injury if it were to recur, so corrections are being made to all fields.